Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009: pre-op diagnosis: instability with collapse at l4-l5. Right leg pain. Subarticular stenosis, right l4-5. Procedure: transforaminal lumbar interbody fusion at l4-l5. Nonsegmental pedicle screw instrumentation, l4-5, bilateral. Insertion of anterior interbody device l4-5. Decompression l4-l5 in addition to that required for the interbody fusion. Use of bmp and cancellous allograft. Per-op notes: surgeon sized up to a size 10 anterior interbody device. It was then packed with bmp and cancellous allograft. Surgeon impacted it into position. Surgeon then checked ap and lateral fluoroscopic image, which demonstrated acceptable position of implant. Interbody space was packed with tremendous amount of cancellous allograft. Topical landmarks were used to open the dorsum of pedicle of l5 on the right. Surgeon place a 6.5x45mm screw at both levels and then rod of appropriate length and added some bone graft. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.